Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that cartridge alarms occurred intermittently, indicating that the cartridge was removed outside of the load sequence. However, the customer alleged they did not improperly remove the cartridge. Customer's blood glucose (bg) level was 476 mg/dl to "high". Customer administered a bolus via the pump to address bg and went to the emergency room on (B)(6)2024. Customer was treated with intravenous fluids of saline and insulin and was discharged the same day with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.